Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient not washing hands and not wearing a mask for therapy setup. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with injection cefazolin and injection ceftriaxone (1 gram each, once a day each intraperitoneally) for peritonitis. At the time of report, the antibiotic therapies were ongoing. On an unreported date, the patient was retrained on aseptic procedure. At the time of this report, the patient had not yet recovered from peritonitis and pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Upon follow up it was reported the patient was recovered from this peritonitis event (five days after diagnosis of the event). Nine days later antibiotic therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.